Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery and motor error. Customer stated her blood glucose have been between 400-500mg/dl. Customer stated the no delivery alarm was resolved with a set change. The insulin pump passed the displacement test and manual prime. Completed motor error troubleshooting, but customer does not feel comfortable with her pump. Customer's blood glucose was 344mg/dl.